Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and one photograph was provided for evaluation. Upon visual inspection of the photographic evidence, it was noted that the connector of the venous line was detached from the pod housing at the bonded joint. The reported defect was confirmed. Based on the data from the investigation, the root cause of this incident was attributed to operator oversight during the solvent application process. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can be attributed to an incident of this nature. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: blood started to leak - a staff member was standing right next to the machine and was able to react quickly. The patient lost about 200 cc - the staff member was able to stop the machine and clamp off the line very quickly. This occurred a little over and hour (maybe an hour and 15 minutes) into treatment. Treatment was resumed with new lines. The machine will be pulled just to be safe. The biomed staff will inspect the machine before it is allowed to be used again. The line was added to the medical waste bin, but a picture is available. The lot was most likely the same lot 0061939240 as the lots that are in the trash right now. The picture what will be provided in one from the box that they are most likely using (customer is 99.9 % positive that this is from the same lot). Patient status is ok - stable.